Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument tip broke off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the reported complaint. The instrument was placed and driven on an in-house system. The instrument was found to have a broken spatula at the spatula base. A piece approximately 0.07" x 0.15" was found to be broken off the yaw pulley. The broken piece was returned with the instrument, no pieces were missing. No cables or wires showed any signs of fraying or breakage. The ceramic sleeve was not damaged or dislodged. The root cause of broken instrument grips tips is typically attribute to misuse/mishandling, such as excess force applied to the instrument jaws. A review of the instrument log for the permanent cautery spatula instrument (470184-13/n10210726 0071) associated with this event has been performed. Per logs, the instrument was last used in a procedure on 20-jul-2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.